Manufacturer narrative:
A 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate erratic readings on her one touch ultralink meter. A medical surveillance specialist (mss) contacted the patient and the patient refused to answer any follow up questions. The following information is based on the initial call that the patient placed to lfs on (B)(6) 2010: on an unspecified date and time, the patient had obtained a result of 88 mg/dl and less than 20 minutes later obtained a 44 mg/dl. The patient did not exhibit any symptoms due to the readings. Approximately 2 months ago, date and time unknown, the patient obtained erratic readings, however, readings were not provided. The patient increased their dosage of medication. The patient did not exhibit any symptoms; however, went to the ER and was tested on the hospital device and was treated with insulin. Reading in the hospital was also not provided. The test strips were not expired and was in good condition. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The complaint is being reported since the patient alleged that due to erratic readings, she ended up going in the ER and being treated with insulin.